Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the pt was revised to address increasing pain as a result of malpositioning of the acetabular cup resulting in leg length discrepancy. It is further alleged that during the revision surgery, the surgeon found severe metallosis around the hip implant.